Event description:
Caller reported that pump malfunctioned with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to report if the issue reappears.